Event description:
It was reported that the balloon had ruptured. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified internal carotid artery. A 5.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for the index procedure. A 3.5-5.5 190cm filterwire ez was selected to be used with the ranger balloon catheter. During the procedure, the balloon ruptured due to the severe calcification and the tip of the filterwire was flattened. Both the ranger balloon catheter and the filterwire ez were removed from the patient body and replaced to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(6).